Event description:
The hcp was able to aspirate from the catheter access port, but was unable to inject contrast dye during a catheter dye study. The catheter was replaced due to a kink. There was no patient injury associated with the event. The patient outcome was reported as 'recovered without sequela.'

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.